Event description:
During a percutaneous transluminal angioplasty the catheter coiled up during the procedure when the wire was being withdrawn. It appears that there was a problem with the catheter shaft near the hub. The balloon was inflated once during procedure. There was no pt injury. This product will be returned for evaluation and testing.